Event description:
It was reported that the patient thought that her implantable neurostimulator (ins) was moving because she had gained about 20 lbs. Since having quit smoking.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).